Manufacturer narrative:
It was reported that during patient treatment the touch screen was frozen. The device had to be swapped. The device caused the complaint, but was able to work as per factory specifications. A getinge field service technician was on site and investigated the unit on 2021-03-17. According to service order ID#43637741 no malfunction could be found. After performing all functional checks, the device was returned to the customer. The log files of the cardio help were analyzed by getinge technical support on 2021-03-26 and the reported failure ¿frozen screen¿ nor any malfunction could not be confirmed within the logs. Based on the investigation results, the reported failure could not be confirmed. The most probable root cause is that the screen was not calibrated or locked. The service technician was instructed to inform the customer that the calibration process can be initiated by pressing the safety button and the rotary knob together for at least 10 seconds. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4). It was reported that the touch screen did not respond during patient treatment. The device was put into emergency mode and swapped.